Event description:
In early 2009, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter had powered off during use. The pt indicated that the alleged meter issue started two days prior, at 10:00 am. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. About one and a half to two hours later, the pt claimed that she developed symptoms of "shaking" and "passing out." The pt denied receiving treatment because of the reported meter issue. It would have been helpful to know the following info: the patient's testing frequency, her medication and diabetes management regimens, and what actions the pt took before, during, and after the time she was symptomatic. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.